Manufacturer narrative:
The device has been received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with downstream occlusions was confirmed during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility representative reported to baxter (B)(4) technical services one colleague infusion with downstream occlusions. It is unknown when the reported condition occurred however, the condition occurred in biomed service department. There is no patient involvement, injury, or medical intervention related to this event. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. The software version for this device is currently not known. No additional information is available.